Manufacturer narrative:
The investigation confirmed that a non-reproducible, higher than expected vitros tropi es result was obtained from a single patient sample while using the vitros eciq immunodiagnostic system. The investigation was unable to determine a definitive assignable cause. An instrument issue contributing to the event cannot be ruled out as a contributing factor. Acceptable performance was obtained following routine maintenance procedures. Based on historical vitros tropi es quality control results, there is no indication that a reagent issue contributed to the event. Additionally, the sample was not processed in accordance with the tube manufacturer¿s recommendations. It is likely that cellular debris, due to poor sample preparation, was present in the affected sample, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-reproducible, falsely elevated vitros tropi es result from a patient sample processed on a vitros eciq immunodiagnostic system. A vitros tropi es result of 1.81 ng/ml vs. An expected result of <0.012 ng/ml was obtained, but was not reported from the laboratory for an unknown reason. A biased result of the direction and magnitude observed may lead to inappropriate physician action if undetected. There was no allegation patient harm. (B)(4).